Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device failed self-test for defib. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during initial testing; however, after disassembling the device to determine root cause, the report was no longer seen. The device was put through extensive testing including stress testing and removing and reinstalling the processor/bridge/pace board without duplicating the report. The processor/bridge/pace board was replaced as precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.